Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pacing impedance and the thresholds have risen. Some oversensing was also noted. The physician will address the issue in the coming days.the patient is not pacer dependent. There were no adverse patient effects reported.

Manufacturer narrative:
Additional information was received that this lead was surgically abandoned and a new lead implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. This investigation will be updated should further information be provided.